Event description:
Customer's mother reported customer's sensor readings are inaccurate, causing false threshold suspend modes. There was also bleeding at the insertion site for about twenty minutes. Customer inserted the sensor last night. The threshold suspend went off, but customer's blood glucose was over 200 mg/dl. Customer's mother stated the sensor readings dropped after about twelve hours of using the sensor. The sensor shut off for three hours. Customer's current blood glucose is 174 mg/dl. The current sensor reading is 53 mg/dl. The site is not actively bleeding. There is a little bit of blood on the sensor connector. Customer was advised of proper sensor insertion and calibration methods. She was advised to monitor the issue and call back if it recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.